Event description:
It was reported, the patient has not used or charged his ipg in approximately 2 years. It was also noted, the patient has misplaced his external devices. As a result, the patient's ipg is inoperable. The sjm representative met with the patient and was unable to establish communication between the patient's ipg and other external devices. In addition, the programmer reflected a communication error. The patient will undergo surgical intervention as the next course of action.

Event description:
Follow-up information revealed the patient underwent surgical intervention on (B)(6) 2015, where his entire scs system was explanted and the reported issue is now resolved.

Manufacturer narrative:
Recall: 1627487-12192011-003-r. This ipg serial number was included in field advisories. (B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.